Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One i3 unit model cm1100 with main unit serial # (B)(6) and one i3 accessory set was returned excluding the power supply and power cord. External and internal visual inspections of unit did not reveal exposing of wires of the power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.